Event description:
Vascular sheath inserted, began leaking, sheath changed out with no further incident. Same issue happened previously in (B)(6) 2015. Spoke to rep and informed him of repeat occurrence. Manufacturer response for vascular sheath, check-flo performer introducer (per site reporter). Cook rep notified; he will notify manufacturer.